Manufacturer narrative:
(B)(4).. Evaluation summary: the device was returned and investigated. The reported inability to establish final arm angle was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the inability to establish final arm angle. The returned device analysis confirmed that the clip functioned as intended. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report that the clip opened when establishing final arm angle during device preparation. It was reported that during device preparation of the clip delivery system (cds), the clip opened when the lock lever was advanced. The device was not used and there was no patient involvement. A second cds was used without issue. Two mitraclips were implanted and the degenerative mitral regurgitation was reduced from grade 4 to grade 1-2. No additional information was provided.